Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The customer blood glucose level was over 600 mg/dl at the time of incident and blood glucose went down after changing the infusion set. Customer stated that they treated with food for low blood glucose. The customer was assisted with troubleshooting and declined for high blood glucose. Customer stated that no longer had the lot number available from the infusion set that failed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they feel okay. Customer states the cannula was bent. The insulin pump will not be returned for analysis.